Manufacturer narrative:
Model incorrectly reported on 03/10/11. The correct model number is cd1231-40, not cd1231-40q.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the system was explanted due to infection.